Event description:
The customer reported having low blood glucose and the paramedics were called twice. The blood glucose reading was 22mg/dl. The customer stated that she felt the insulin pump delivered too much insulin, but troubleshooting could not be performed since the device has already returned for analysis. Initially the customer called to report having issues with prime/rewind. The customer stated that the device was stuck on the prime loop. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor.